Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms described as "trembling legs, blurred vision, and tingling in tongue" and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of liquid dextrose (oral) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. All pertinent information available to abbott diabetes care has been submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. All pertinent information available to abbott diabetes care has been submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.this report serves as a correction as the section g3 (date received by mfg) subsequently captured in the report (B)(6) was deemed to be invalid.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms described as "trembling legs, blurred vision, and tingling in tongue" and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of liquid dextrose (oral) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms described as "trembling legs, blurred vision, and tingling in tongue" and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of liquid dextrose (oral) by a third-party. There was no report of death or permanent injury associated with this event.